Manufacturer narrative:
Unique identifier (UDI): (B)(4) - a follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported that after terminating a therapy session due to an unknown cycler alarm, she discovered fluid leaking from the pd cycler disposable cassette. The patient's pd rn confirmed the fluid leak. The patient manifested no symptoms of infection. The patient was not administered an antibiotic; the patient was not hospitalized. The set was not made available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.